Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in fair condition. The device had a cracked housing and a scratched screen. The device was started in application and no problems were found with double beeping. However, the downstream sensor will be replaced as a preventative measure.